Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545

Event description:
It was reported that the patient faced infusion set issues on (B)(6) 2026, since patient is at the beach and is very active playing pickleball, tennis, and swimming so the tape was coming off a lot faster than it normally would.